Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a tear in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing, just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported by customer that on (B)(6) 2023, hospice nurse reporting a hole in the PICC. When patient presented to customer clinic on (B)(6) 2023, PICC was discontinued, and saline was visualized leaking out from the lumen just proximal of PICC wings. A hole is visualized in the lumen. It appeared line was bent at that point, customer unaware of how long or severe the bend was as customer were not managing this patient's line. Line had been in since (B)(6) 2023. Patient is on a continuous pain pump related to her cancer diagnosis and this affected her pain and comfort level. Replacement was difficult which was hard on the PICC team and the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that on (B)(6) 2023, hospice nurse reporting a hole in the PICC. When patient presented to customer clinic on (B)(6) 2023, PICC was discontinued and saline was visualized leaking out from the lumen just proximal of PICC wings. A hole is visualized in the lumen. It appeared line was bent at that point, customer unaware of how long or severe the bend was as customer were not managing this patient's line. Line had been in since (B)(6) 2023. Patient is on a continuous pain pump related to her cancer diagnosis and this affected her pain and comfort level. Replacement was difficult which was hard on the PICC team and the patient.